Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 11/16/2004, the patient called lifescan (lfs) alleging that his one touch ultrasmart meter had a damaged display. The pt originally contacted lfs to obtain an instructional video; however, the customer care rep discovered that the pt was unable to adjust the display contrast. The pt neither alleged harm nor experienced injury or medical intervention. He had maintained his oral medication through the time of concern. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter was replaced.